Event description:
It was reported that the left ventricular lead exhibited high capture thresholds and high impedance. During the procedure, it was discovered that the lead did not appear to have been fully seated in the old device. The lead was explanted and replaced. The patient was in stable condition.